Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, a transesophageal echocardiography (tee) was performed, vegetations were identified and the patient was diagnosed with infective endocarditis above the ntw clip and below the posterior leaflet.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, a transesophageal echocardiography (tee) was performed, vegetations were identified and the patient was diagnosed with infective endocarditis above the ntw clip and below the posterior leaflet. An embolism occurred due to the infective endocarditis. Perforation was identified due to severe mr of grade 4. On (B)(6) 2026, mitral valve replacement surgery was performed. On (B)(6) 2026, patient died. The death was due to leaflet injury caused by the progression of infective endocarditis (ie) immediately above and below the mitraclip, as well as severe mr and decreased cardiac function resulting from septic shock.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Code 4614 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The case information was reviewed by an abbott director of medical affairs. Based on available information, causes for the reported tissue injury and endocarditis could not be conclusively determined. The reported embolism appears to be a cascading event of the endocarditis. The reported death appears to be related to complications following mitral valve replacement surgery. The reported mitral regurgitation appears to be a cascading event of the tissue injury. The reported patient effects of endocarditis, embolism, death, mitral regurgitation, and tissue injury, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, a transesophageal echocardiography (tee) was performed, vegetations were identified and the patient was diagnosed with infective endocarditis above the ntw clip and below the posterior leaflet. An embolism occurred due to the infective endocarditis. Perforation was identified due to severe mr of grade 4. On (B)(6) 2026, mitral valve replacement surgery was performed. On (B)(6) 2026, patient died. The death was due to leaflet injury caused by the progression of infective endocarditis (ie) immediately above and below the mitraclip, as well as severe mr and decreased cardiac function resulting from septic shock.